Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, a drawer failure occurred. The same drawer failed multiple times. Staff recovered the drawer and resumed use; however, the drawer failed again, either during the same shift or on the following day. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: medical city frisco medical center of plano facility. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer kept failing multiple times. A field service engineer removed the drawer, cleaned the contacts on the drawer controller board, and secured all connections, replaced the rubber bumpers on both rails, completed the check-in inspection, and tested the unit in hardware test application (hta). The system tested good, and the customer verified that it was fully operational. The system functioned as intended after the field service engineer repaired the device.